Manufacturer narrative:
(B)(4).

Event description:
It was reported via the clinical leader that an event occurred in the pediatric cardiology department. The catheter was inserted into the patient and on first inflation ruptured. The catheter was removed and replaced with a second catheter and the procedure was completed. There was no intervention needed to assist the patient with this event and no adverse effect.

Manufacturer narrative:
(B)(4). Evaluation: no product was returned for evaluation. A device history record review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. Conclusion: the reported complaint of balloon leak/rupture in use is not confirmed. The root cause of the complaint is undetermined.

Event description:
It was reported via the clinical leader that an event occurred in the pediatric cardiology department. The catheter was inserted into the patient and on first inflation ruptured. The catheter was removed and replaced with a second catheter and the procedure was completed. There was no intervention needed to assist the patient with this event and no adverse effect.